Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and it was reported that the patient was put on antibiotics for a urinary tract infection. The patient reported that after taking antibiotics the tiredness went away and the issues were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had an implantable neurostimulator (ins) and started peripheral tibial neuromodulation (ptnm) therapy as well. The patient had an MRI unrelated to their implant due to memory issues and from there their health care provider (hcp) prescribed them to take vitamin d 50,000. Since the patient started taking the vitamin on (B)(6) 2016, they experienced like they were passing hot pepper through their urine and bowel. The sensation went away and then came back today. The patient was not feeling well and was really tired since (B)(6) 2016. The patient was not sure if it was from the ins therapy or not. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.